Event description:
Customer's son-in-law reported that on (B)(6) 2010 customer received a reading of 234 mg/dl on his freestyle lite blood glucose meter. It was further reported customer became unresponsive, had slurred speech, was unable to recognize family members and had "no motor skills". Customer was taken by family members to a local healthcare facility where a result of 30 mg/dl was obtained on an unknown brand of meter. Customer was diagnosed with severe hypoglycemia and reportedly treated with insulin. It is unknown how much time had elapsed between when the reading of 234 mg/dl was received and the reading of 30 mg/dl. Two unsuccessful attempts have been made to contact the customer in an attempt to clarify the treatment the customer received and timeframe in which the event occurred. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 129 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.